Manufacturer narrative:
H.6 investigation summary: there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. The manufacturing facility has been notified of this event but without a sample no corrective actions could be identified. A review of the device history record could not be performed as the lot number was unknown. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends. D.4 device expiration date: unknown. H.4. Device manufacture date: unknown. H3 other text: see h.10.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter was found broken and remained in the body. The following information was provided by the initial reporter, translated from japanese to english: after catheter placement, the indwelling catheter was removed from the patient. The procedure was completed. This patient was discharged, but a few days later, came to the hospital, feeling discomfort in the arm. Fluoroscopy revealed that a catheter-like object remained in the body. The foreign matter has not been removed at this point, and it is still unclear if that was the catheter.